Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted an umbilical hernia approximately 3 inches in diameter which was noted with mesh within the hernia defect. There was some omentum adherent to the edges of the hernia. The omentum was retracted down the hernia and this was noted to be adherent to an inch of mesh which seemed to have contracted. This was dissected off of the mesh utilizing the harmonic scalpel. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 6/12/2022. Additional information: d3. Mwr-10062022-0001199799 submitted for adverse event which occurred on 12/7/2011. Mwr-13062022-0001200029 submitted for adverse event which occurred on 11/30/2017. Mwr-13062022-0001200028 submitted for adverse event which occurred on 7/26/2018. Mwr-13062022-0001200027 submitted for adverse event which occurred on 2/2/2022. Date sent to the FDA: 6/12/2022. Corrected information: g1.